Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
It was reported that the sensor panel of the cardiohelp has a malfunction which leads to pressure failures. The failure was detected during maintenance. No harm to any person has been reported. As a pressure failure was reported, a report is needed.a getinge field service technician (fst) was sent for investigation. The sensor panel must be replaced. The replacement is pending approval from the customer. The fst confirmed, that the sensor panel has corroded ports. A similar issue was already investigated by the getinge life cycle engineering. Deposit was detected on the cable socket during visual inspection: the most probable root cause was determined as wetting of the socket plane of the plug with salt-containing liquids (priming).this problem was investigated in detail within an electronic change request (ecr) to determine the basic cause of the visually perceptible contamination of the hls-side sockets of the hls cable and to find suitable countermeasures. This investigation is adaptable to all related connectors. A service bulletin (issue 95 / (B)(6) 2004) was published on (B)(6) 2021 to make the users aware that the contacts of the plug connections must not come into contact with cleaning agents, disinfectants or priming liquid.according to the instruction for use of the involved disposables (hls set advanced 5.0 / 7.0, hit set advanced 5.0 / 7.0, v2.4, chapter "preparation and installation" and quadrox-ir small adult / adult, chapter "priming the system") the pressure sensors have to be calibrated and checked before priming. Furthermore, the cardiohelp has a flow/bubble sensor and a venous probe to measure and control the blood flow and parameters. If the measured values are above high limit or below low limit of the set limits the system generates a visual and acoustical alarm. Additionally, according to the instruction for use (IFU) of the cardiohelp, chapter "connection the sensors", it is stated to ensure that the connected sensors are not defective and to not use if there is a visible damage.in the instructions for use (IFU) of the cardiohelp (chapter "cleaning and disinfection") the cables and the whole device should be cleaned after each use to remove soiling or residual blood. Furthermore, in the IFU chapter "connecting the sensors" it is stated that the sensors must be kept clean. The device was manufactured on 2017-01-19.the review of the non-conformities has been performed on (B)(6) 2025 for the period of (B)(6) 2017 to (B)(6) 2025. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas.according to the risk review the reported failure is below the acceptance threshold according to the risk management plan of the cardiohelp.based on the results the reported failure "sensor panel of the cardiohelp has a malfunction which leads to pressure failures" could be confirmed. The customer will be informed about the results by the getinge sales and service unit.n order to avoid reoccurrence of the reported failure, the customer will be informed by the getinge sales and service unit (ssu) to follow the service bulletin (issue 95 / (B)(6) 2004) .the occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required.the occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary's trending program and additional investigations or corrections will be implemented in case of adverse trending.

Manufacturer narrative:
A follow up will submitted when additional information become available. Note:this event occurred on the france market. It is a significantly similar device to "base unit, cardiohelp¿ which is sold in the USA under premarket submission number k133598. For section d4 all available identifying information is for the out of the us device, subjected to this report. Therefore, no gudid information exists. Furthermore, UDI information (primary di number) provided in d4 is for cardiohelp with catalog number 701048012.

Event description:
It was reported that the sensor panel of the cardiohelp has a malfunction which leads to pressure failures. The instance of time was not provided. No harm to any person has been reported. As a pressure failure was reported, which is a potential risk for the patient, a report is needed. Complaint ID: (B)(4).